Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650- / expiration date: 2019-03-31. UDI #: (B)(4). Return date: 2018-07-30. Device evaluation anticipated, but not yet begun. Mfg date: 2018-03-24. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced critical battery alarms and power consumption issues on multiple batteries. Two batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Log file analysis revealed that the batteries discharged as expected when in use. In addition, there were no critical battery alarms involving the returned batteries during or near the reported event date. Of note, a power source lubrication procedure was performed for the two batteries. Based on the available information, the reported event could not be confirmed during bench testing; the battery performed as expected. Additional products: battery/bat751462. (B)(4). If information is provided in the future, a supplemental report will be issued.